Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite w/ capio slim was used during a pelvic floor reconstruction with uphold lite procedure. According to the complainant, during the procedure, the dart of the mesh broke off. The procedure was completed with another uphold¿ lite w/ capio slim. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufactured and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a pelvic floor reconstruction with uphold lite procedure. According to the complainant, during the procedure, the dart of the mesh broke off. The procedure was completed with another uphold lite w/capio slim. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.